Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 08-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 13.05 u and dailytotalofbolusinsulindelivered = 87.225 u which is equal to the dailytotalofallinsulindelivered = 100.275 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 08-oct-2025, these pump error(s)/alarm(s) were noted. Two no delivery alarm/insulin flow blocked alarm were found on 10/04/2025 at 12:00:30.000 and 10/07/2025 at 13:29:29.000 during bolus deliveries. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and broken battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Cosmetic damage was confirmed at the case behind the pump at the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl. The customer also reported damage to the insulin pump. The event involved product mmt-1886. Troubleshooting was done for the high blood glucose event and found the customer was admitted to the emergency room and treated with the insulin pen. The customer also reported symptoms of headache and nausea. The insulin pump was used within 48 hours of the reported event and the automode/smart guard feature was active. The location of the damage was found to be on the battery compartment. No further patient complications were reported. The product mmt-1886 will be returned for analysis.